Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricle lead could not get across the tricuspid valve. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricle lead could not get across the tricuspid valve. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.